Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (damaged belt) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the gong alarms and code 204 is the damaged cable and connector. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. Upon evaluation, there was no output at the u612 processor. The damaged electrode belt induced the damage to the monitor. In addition, there was signs of physical abuse to the monitor enclosure. The root cause of the damaged cabe and connector is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/19/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's monitor and electrode belt were physically damaged.